Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was damaged the following information was received by the initial reporter with the following verbatim it was reported by customer that when they primed the tubing with nss, it was broken at the end and leaking.

Manufacturer narrative:
The customer reported tubing was broken during priming, and returned one set of material 2420-0007, lot 25023147. Upon initial visual examination, the set verified the failure of separation. The separation occurred at the outlet of the 2nd smart site, tubing connection, near the male luer. The tubing was examined under a microscope, and insufficient solvent was found. The manufacturing plant found the root cause for the separation to be related to solvent dispenser malfunction. The plant modified the cleaning process to bushing using new ultrasonic washing machine under an engineering change control. In addition, the time of bushing change (to clean) decreased to assure a correct dispensing of solvent. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.